Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an occlusion occurred during patient use/administration. The issue was resolved by replacing the set. No adverse effects were reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the complaint of not being able to establish flow through the sets cannot be replicated or confirmed. As received no damage or anomalies were observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.